Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Found liquid crystal leakage on the liquid-crystal display (lcd). The root cause of the reported issue was found to be a bad lcd on control board; liquid crystal leakage. Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the warmer had a damaged liquid-crystal display (lcd) . No patient injury was reported.